Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a device change out due to elective replacement indicator (eri), the right ventricular lead exhibited high capture threshold. During the procedure, insulation degradation was visually confirmed on the lead. The subclavian on the left side was narrowing so the new lead was implanted on the right side. The old lead was capped on (B)(6) 2019. The patient was stable before, during and after the procedure.